Manufacturer narrative:
The devices were not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial numbers were not provided. All available information was investigated and a conclusive cause for the single leaflet device attachment (slda), positioning failure, expulsion and difficult to delayed activation could not be determined in this complaint. There is no indication of product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
Date of event, implant date: date of event estimated . (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attached: minimally invasive mitral valve repair for functional mitral regurgitation in severe heart failure: mitraclip versus minimally invasive surgical approach.

Event description:
This is filed to report single leaflet device attachment, complete clip detachment and difficult clip deployment it was reported through a research article that 24 patients underwent a mitraclip procedure to treat functional mitral regurgitation (mr). Within three years of the mitraclip procedure, it was reported that single leaflet device attachment (slda), complete clip detachment, difficult clip deployment and inability to grasp occurred. Details are listed in the attached article, titled ¿minimally invasive mitral valve repair for functional mitral regurgitation in severe heart failure: mitraclip versus minimally invasive surgical approach.¿ no additional information was provided.